Event description:
Infection prevention - irritation sales rep reported via email "  account was trialing clipvac in the ccu. Patient was clipped by a pct using carefusion clippers with the clipvac  attached and the user stated that a large bruise (hicky-like mark/hematoma) resulted in an area that was clipped. The reaction was not immediate and the patient was not on blood thinners." Patient injury occured, picture attached to complaint. Sample available, sending ups call tag to sales rep to route sample to go to surgical site solutions inc. No requested action specified.  (B)(6) 2015, customer was called today. It was reported that the patient was being shaved on the left lower abdomen where the bruising is (start of the bruising is unknown). It was stated in the patient's chart, that the patient's skin turned red and bumpy after the use of the clipvac and that the patient had complained that it was painful. The customer did state that the issue was definitely with the clipvac and not the clippers that were used. The customer stated that the bruising was only described as a bruise and hickey like but not as a hematoma. The patient did not have any blood dyscrasias and was not on any blood thinners. There was no medical intervention for the bruising. The customer does not have the sample at this time.

Manufacturer narrative:
(B)(4)-a total of four (4) samples were received for evaluation. Per the sales rep, the actual sample involved in the complaint was mixed in with other clipvac sample demo devices. Therefore all four sample clipvacs were received and investigated by the quality engineer. Serial numbers for the clipvacs for were (B)(4) and (B)(4). All four units were tested and evaluated and they were all found to be within specifications in regards to the vacuum level and proper function. There were no strange noises or abnormalities noted. Through the investigation, no root cause could be determined. The reported issue could not be confirmed with the any of the four clipvac units.